Manufacturer narrative:
H1 type of reportable event corrected to serious injury.

Event description:
Senseonics was made aware of an incident where user reported an allergic reaction to the steri-strips, presenting as small hives first observed on (B)(6) 2025. The issue was determined to be related to the steri-strips. Per the hcp's instructions, the user is currently covering the incision site with a gauze pad secured with a netting sleeve. According to the user, the symptoms have improved significantly.the user's hcp is aware of the event and prescribed cephalexin, prednisone, and hydrocortisone cream. Per dms, the user has not been using the system since tuesday, (B)(6) 2025 at 5:00 pm, and stated that they plan to resume use in a day or two once the site has fully healed.

Manufacturer narrative:
The user reported an allergic reaction to the steri-strips, presenting as small hives first observed on (B)(6) 2025. The issue was determined to be related to the steri-strips. Per the hcp's instructions, the user is currently covering the incision site with a gauze pad secured with a netting sleeve. According to the user, the symptoms have improved significantly.the user's hcp is aware of the event and prescribed cephalexin, prednisone, and hydrocortisone cream.per dms, the user has not been using the system since tuesday, (B)(6) 2025 at 5:00 pm, and stated that they plan to resume use in a day or two once the site has fully healed.the sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event.